Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the f5 and f2 fuses blown on the power control module. The technician replaced the fuses to repair the bed.